Event description:
It was reported that during a gastric bypass procedure, the endocutter works fine the first shots. In the fourth shot during the activation the surgeon reported difficulty in opening of the jaws of the clamp device is malformed, does not cut the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Was there any damage on the device or jaws? What color cartridge was being used?